Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. No further information was provided.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. No adverse events were reported.

Manufacturer narrative:
H2: the device was not returned for evaluation. It was confirmed, that there were no adverse consequences to the patient. D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.